Event description:
A dealer has reported upon an inspection the bed rails are not secure enough and they wiggle too much back and forth. It was reported this facility needs to switch the rails, tighten them somehow, or remove the beds. The dealer stated that the rails have a little give like that and there is a no way to tighten them. Currently working on a resolution with invacare. There is no injury reported.

Manufacturer narrative:
(B)(4) model bar600ivc, serial number/date (B)(4) is unknown and age of the device is unknown. The owner's manual part number 1123842, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information however to date no further information has been received. If new additional information is received a supplemental report will be filed. The malfunction has not been confirmed.